Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. No adverse patient effects were reported. A new safe replacement interval calculation was performed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a replacement procedure has been scheduled at this time. No adverse patient effects were reported. A new safe replacement interval calculation was performed. The device remains in service. No adverse patient effects were reported. The device was explanted and replaced. No additional adverse patient effects. The product is not expected to be returned, however the reason why the device will not be returned was not specified after three attempts to obtain that information.